Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube-ring and cracked battery tube threads.

Event description:
Customer reported that the reservoir compartment is chipping off and the reservoir is not locking into place. Customer was using tape to keep the reservoir in the insulin pump. Blood glucose value is 160 mg/dl. Customer states that she has noticed that when she takes the reservoir out of compartment, pieces of plastic would come off. Nothing further reported.